Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2380899. A search of the complaint database search finds one additional reported incident against lot code 2397404 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the stem as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned.a search of the complaint database found no additional related reports for the lot code 2380899. A search of the complaint database search finds one additional reported incident against lot code 2397404 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the stem as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.additional information in f10. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/13/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (confirmed by labs), and trunnionosis. Part/lot still not provided for the femoral stem. The complaint was updated on:6/2/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).